Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the proximal contact, delivery wire and main coil were found kinked. During functional testing, the introducer sheath was flushed, and coil was advanced through the sheath and returned microcatheter without difficulty. In case of this complaint, there were no anomalies noted to the coil prior to use and the device was prepared as per the direction for use (dfu). The main coil was not detached/separated from the delivery wire; therefore, the reported issue was not confirmed. The damage noted is indicative of the reported difficulty inserting. It is probable that it was perceived that the main coil had detached; therefore, an assignable cause of not confirmed was assigned to the as reported issue main coil prematurely detached/separated.

Event description:
It was reported that the coil prematurely detached inside the microcatheter hub. There were no clinical consequences reported due to this event.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the coil prematurely detached inside the microcatheter hub. There were no clinical consequences reported due to this event.